Manufacturer narrative:
Compromised force sensor system alarmed during prime test at four ponds due to moisture damage force sensor resistor. The occlusion and excessive no delivery tests were unable to be conducted due to the compromised force sensor system alarm. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. The customer tried to troubleshoot by changing the infusion set, but the no delivery alarms returned. Customer's blood glucose level was unknown. Troubleshooting was conducted. Customer was advised discontinue use of the device, and that it would need to be replaced and returned for analysis.